Event description:
It was reported that the pt was implanted a metasul head 40, (B)(6), size m/0 on the right side on unk date. It was stated that two implants were opened and the plastic foil adhered to the first and second head. As they didn't have an extra head, the surgeon used the second head.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).